Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing low blood glucose level. The blood glucose level of customer was 43 mg/dl. It was not known whether the auto mode feature was active or not at time of incident. Customer was treated with carbohydrates for low blood glucose level. The insulin pump will not be returned for analysis.